Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed at the distributor. The device ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. The device download data was reviewed and does not indicate any device issue. There is no indication of any device malfunction contributing to the treatment event and subsequent patient death.

Event description:
A us distributor contacted zoll to report that the patient was treated four times on (B)(6) 2016. The lifevest delivered the first and second treatments at 06:11:32 and 06:14:55 during asystole. CPR artifact contributed to the false detections. The patient remained in asystole after the treatments. After the second treatment the patient's rhythm transitioned to an accelerated idioventricular rhythm (95 bpm). Two more treatments were delivered at 06:18:08 and 06:21:07 during the accelerated idioventricular rhythm. Multiple counting of the patient's ECG rhythm contributed to the false detections. The patient remained in an idioventricular rhythm after the final two treatments. At 06:21:56 the patient was in asystole which then transitioned to an idioventricular rhythm. The lifevest detected a non-treatable rhythm at 06:22:04 and the electrode belt was disconnected at 07:20:40. No further information surrounding the event is available. The patient subsequently passed away on (B)(6) 2016 while not wearing the lifevest. The exact time of death is not known. No deficiencies were alleged against the lifevest.